Event description:
The customer initially reported no spo2 tones were heard in one room and advised they needed to hear audible alarms on the device. Subsequent information was received from philips technical support engineer (tse), who reported the customer could not hear "any" audible tones not just the spo2 tone. The device was in clinical use at the time the reported issue was discovered. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient as a result of the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer initially reported no spo2 tone is heard in one room. Customer advised they needed to hear audible alarms on the device. The device was in clinical use at the time the reported issue was discovered. There was no reported patient and/or user impact as a result of the reported problem.